Manufacturer narrative:
(B)(4).

Event description:
It was reported that in 2004, an rv lead revision occurred a week post implant. No other information provided. No complications with the patient were noted.